Event description:
The pt received her ipg on (B) (6) 2008. The pt reported on (B) (6) 2009 that her ipg would not turn up. Several reprogramming attempts were made with no success in regaining stimulation. During surgery on (B) (6) 2009, an x-ray was taken which confirmed proper alignment of the pt's lead in her ipg port. The lead was removed from the ipg port, wiped dry, and re-inserted with no success. The second ipg port was used for the lead also with no success. The pt's programmer still would not locate her ipg. The ipg was explanted with same model ipg. Follow-up on the pt found that she is doing well.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to a significant device adverse event resulting in a surgical procedure to remove the device. Eval: device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.